Manufacturer narrative:
Examination of the submitted device9 mm found evidence confirming the reported disassembly problem. Visual examination finds cement on the inside of the taper. A complaint database search finds no additional reports against the complaint sample product and lot combination. A search of the complaint database search against product code 229454000 did not reveal any trend of disassembly concerns. The root cause of the event is being attributed to the presence of cement in the sleeve taper. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Monitor complaint trends through sep-419. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Event description:
The sleeve trial gets stuck on the tibial trial.